Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that a deployment issue where the suture did not look normal upon deployment. No patient injuries were reported.